Manufacturer narrative:
The reported event of an magnetic resonance imaging (MRI) related reset and device problem associated with use in labelled MRI environment was confirmed. As received the device was in normal mode and the battery level was at normal operation level. Analysis of the device image and field information indicated the device was restored from backup vvi mode in the field after exposure to MRI. The user manual indicates exposure to MRI is capable of inhibiting device operation if not used according to the instructions in the MRI ready systems manual. Functional testing was performed, and the device was found to be normal.

Event description:
During a clinic follow-up, the device was found to be in backup vvi (bvvi) mode resulting in a loss of high voltage therapy. The cause of the bvvi was found to be off-label MRI exposure. Technical support was contacted and the firmware on the device was attempted to be downloaded but was unsuccessful. The patient was in stable condition.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.